Manufacturer narrative:
Additional information: conclusions code. Corrected information: catalog number, lot number, and UDI number. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug loosened from the pedicle screw post-operatively. A revision surgery was performed to remove and replace the plug. Additional information was requested but has not been received.

Manufacturer narrative:
The returned plug was evaluated. There were no issues found which indicate a malfunction, defect, or use/user error. Therefore, the cause of the reported event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.